Event description:
Related manufacturer reference number: 2017865-2023-51452. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, r wave amplitude variation, and high capture thresholds on the right ventricular (rv) lead noise oversensing was also noted on the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.